Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 27. Details of surgery: primary stability not achieved. On (B)(6) 2019, lack of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and fistula. No further patient complications were reported.